Event description:
It was reported by repair work order that there were no up/down functions available on the bed due to a malfunctioning cpu and damaged footboard modules. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.